Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller states the patient tested 6.5 inr on the coaguchek xs plus system while a comparison lab returned as 4.43 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however test strips were not returned.